Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead exhibited high pacing impedance. No intervention was performed. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.